Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that patient experienced heating in their back during the MRI and a burning sensation at the lead location. The MRI was stopped. After the MRI the patient's stimulator would not recharge. The patient had their device replaced.

Event description:
It was reported that there were telemetry issues and a potential overdischarge of the device. When the patient went to recharge the device he found the device was in an overdischarged state. The patient has not used the device for about three years and the rep was with the patient to do a physician mode recharge (pmr). It was advised doing an antenna locate to ensure optimal antenna placement during the pmr. The patient stopped using his device three years prior after having an MRI done. After the MRI procedure the patients stimulation changed and he no longer had adequate stimulation coverage so the patient stopped using the device. Prior to the MRI the patient did have good coverage. After having these issues, the patient planned on having the system replaced however no surgery had been scheduled on the day of this report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the system stopped working after the MRI.

Manufacturer narrative:
Concomitant medical devices: product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial#:(B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The stimulator battery had reduced capacity due to overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.